Event description:
It was reported tha balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 15 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable.